Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that about two and a half months ago they fell and caused a hematoma. The patient stated they probably needed the ins transferred to their other side since the hematoma was about the size of an orange. The patient stated they were taken to the hospital and they then developed covid and pneumonia. Since they had not charged the controller or ins, now the device was dead and they could not get it started. The controller was not charged and they had tried to charge the device, however the controller would not charge. Troubleshooting was unable to be performed as the pt stated that they were (B)(6) years old and shaking like a leaf, so they couldn't remove the battery pack from the controller or perform any troubleshooting.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# unknown, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.